Event description:
Reporter indicated that the pt was explanted due to an infection. A bump or boil had formed on the neck incision. Accordidng to the reporter, the pt was prescribed three weeks of antibiotics, which they did not finish. Reporter also mentioned that the pt dug around the wound with tweezers. Further follow-up revealed that the physician was first aware of the situation through a phone call from the pt in 2001. The physician first saw the infection at office visit in 2002. The pt was hospitalized for 3 days to have the explant surgery. The location of the explanted product is unk at this time. The entire ncp system was explanted (generator, lead, and electrodes). Both pre-operative and intra-operataive antibiotics were used during implant surgery as recommended in device labeling. The pt has not undergone any surgical or dental procedures, or invasive monitoring either three months pre or post vns implant. The infection is not resolved and no re-implant is rescheduled at this time.